Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was capped and a new lead was implanted.

Manufacturer narrative:
Concomitant medical products: 4968-60 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for low out of range pacing impedance. The lead had high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.